Event description:
The patient initially called alleging their meter to be reading inaccurately yet during troubleshooting the patient reported missing segments on their one touch basic meter. The patient was able to test and receive results of 134 mg/dl. The patient did not report experiencing any symptoms or adverse event. They did contact their doctor for advice and was advised to call lifescan to report the meter malfunction. There were no changes made to the patient's diabetes regimen. The meter was replaced for the patient. No additional information is available at this time.